Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had frequent falls and it had damaged the pump. The pump was replaced. The type of medication, concentration, and daily dose being administered via the pump were not provided. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.